Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2016 and mesh was implanted. The patient experienced left groin and leg pain along with vaginal pain. The pain is worse in the adducting leg. Total removal of the mesh (vagina and groin) was done bilaterally on an unknown date. No additional information has been provided.